Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke during use. The tube had been in use for approximately 6 months prior to the breakage. Replacement of the tube was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Manufacturer's reference: (B)(4).